Event description:
It was reported that bd syringe 3ml ls had air in syringe. The following information was provided by the initial reporter: there is air entering the syringe. When nurse check blood patient before give anesthetic.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on device history record review, no abnormalities were observed during the production of affected assembled syringe. Current control there is visual inspection for excessive / no silicone and qa outgoing inspection there is plunger breakout and sustaining force to check for tightness. Sample passed the plunger breakout and sustaining force test specification. Hence the complaint is unconfirmed as not able to duplicate customer¿s indicated failure mode. Root cause could not be determined.

Event description:
- There is air entering the syringe. When nurse check blood patient before give anesthetic